Event description:
Per the independent repair center, the customer alleged problem is a noisy unit. The key failure is the compressor is loud and noisy. Additional malfunction is the pilot valve alarms.